Event description:
It was reported, the lower display is "fuzzy." The text is garbled, and there are black lines floating up and down the screen. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification, intermittent pixels and gasket were showing. It was also noted that the lower case and one bail cover were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification, intermittent pixels and gasket were showing. It was also noted that the lower case and one bail cover were broken. A detailed analysis of the display printed circuit board (pcb) was performed. No visual defects were found. The subassembly was attached to an engineering unit and the reported event was reproduced. This analysis found that a crystal component failure was the cause of the reported condition.